Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue. Additionally, it was reported that an occlusion alarm occurred. A system check was performed and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. Customer¿s blood glucose level was 54-300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.